Event description:
It was reported the pt was not receiving effective stimulation coverage. The pt is feeling stimulation only on his left side. The pt is without stimulation on his right side. It was also reported the pt's right lead had migrated. Surgical is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.